Event description:
It was reported that a clearlink system non-dehp solution set with duo-vent spike leaked from the base of the priming chamber where the tubing inserts or connects to the priming chamber. The issue was identified during priming with azacitidine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.